Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 83 and 51 mg/dl (fasting) and 38 mg/dl (non-fasting). The customer's expected fasting blood glucose test result range is 100 - 135 mg/dl; customer's expected non-fasting blood glucose range was not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer; customer was not available at the time of the call. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date at time of call is one month. The meter memory was reviewed for previous test result history: (B)(6).